Event description:
During a colonoscopy, a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic was used. The balloon was able to be advanced down the scope, but when the doctor went to remove the balloon, it snapped off balloon detached from catheter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in 2 bio bags. Provided with the return was the top film of the open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the returned product confirmed that the balloon was detached from the catheter. The device was returned in 3 separate pieces: 1) the proximal section of the device including the juncture hub and blue switch assembly with a portion of the blue catheter still attached and a longer section of the purple inner sheath still attached, 2) a long portion of the blue catheter/sheath, 3) a distal section of the catheter and the balloon. The condition of the sample prohibited any functional testing of the device. (The proximal end of the device) had 54.2 cm of the blue catheter still attached as measured from the nose (bottom) of the juncture hub. The amount of the purple sheath still attached to this section was 191 cm as measured from the nose of the juncture hub. The wire guide had unraveled and was severely kinked just distal of the end of the purple sheath near the 191.5 cm area. The wire guide also contained bends from approximately the 58 cm area to the 70 cm area as measured from the nose of the juncture hub, and still inside the purple sheath. The returned device was a portion of the outer blue catheter/sheath that measured approximately 167.8 cm from end to end. The blue catheter/sheath appeared to have been stretched at the end approx. 0.4 cm. Section 3 of the returned device was the distal end of the device that measured approximately 20.8 cm and included the entire balloon. This distal section appears to have been cut from the remainder of the catheter as seen in figure 18 of the attached photos. The edges are compressed consistent with this portion being cut from the other section. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. The device was returned in 3 separate pieces. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. In the report it states that the balloon did not receive lubrication prior to advancing down the endoscope accessory channel. A possible contributing factor to balloon damage is failure to lubricate the balloon with a lubricating agent. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that lubrication was not applied , a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.